Event description:
Pt reported obtaining back-to-back blood glucose results of "hi" (>600 mg/dl) and 146 mg/dl, while using the suspect device. Pt indicated that, based on the value of "hi", he delivered 75 units of insulin. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.